Event description:
It was reported that the user experienced difficulty connecting a dexcom cgm sensor to the ilet, with no glucose readings displayed on the pump. Outcomes included unknown blood glucose levels and no reported clinical symptoms or need for medical intervention. Investigation included troubleshooting assistance, during which the user was guided to restart the ilet and phone, after which the device displayed ¿pairing with sensor¿ without immediate glucose readings. The user was advised to allow additional time for pairing and to call back if the sensor did not connect. No further contact was received from the user, and the case was closed. Investigation of this case did not identify a malfunction of the ilet device, and the event was consistent with transient cgm pairing behavior rather than a confirmed device or component failure.